Event description:
Lap left colectomy procedure. Plc60 dlu was loaded with plcr60b reloads. First reload displayed "replace dlu" message. The fs3 was detached and reattached and "attach new dlu" appeared. After the first firing, a second reload was loaded. There was no "ready" signal. Device closed, then opened and pc displayed "press close to calibrate". A third reload was used to remove a small wedge of gastric tissue. Upon closing, a "pop" was heard. The reload misfired with malformed staples and no transection. The fourth reload was fired to transect colon and under-formed "box-like" staples appeared on the distal end of the anvil where no tissue was present.

Manufacturer narrative:
Results and conclusions: the reload was not fully inserted in the housing and the retention posts on the reload were not in the pockets in the housing. The resulting misalignment of the staple pockets in the reload and the pockets in the anvil caused the malformed staples and the failure of the knife to deploy and transect tissue. (See scanned pages).